Event description:
Consumer reported complaint for defective lcd display, stating the true metrix air meter was displaying partial numbers. Customer stated she had just purchased the product the day prior to call. Customer stated the lcd screen was not cracked and that it had no physical damage. Customer stated the true metrix air meter had not been dropped and nothing heavy had been placed on the screen at any time. When the true metrix air meter was powered on during the call, customer stated that the display was missing the line in the middle of the 888 (startup screen display). The customer feels well and did not report any symptoms. Customer did not administer any medication based on results, and no medical intervention related to the displayed results was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and defect found: displaying partial characters. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-026: meter displays partial characters due to user mechanical stress. The meter does not produce an e-4 or partial e-4 when running a blood glucose test. Note: manufacturer contacted customer in a follow-up call on 20-jun-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.